Manufacturer narrative:
Device will not be returned for evaluation. Investigation is on-going. A follow-up report will be submitted if any new information is learned.

Event description:
It was reported that the tip came off in the patient. The doctor was able to retrieve it without opening up the patient.